Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ fmc cassette and the patient¿s peritonitis event on (B)(6) 2019. However, there is no allegation nor any objective evidence that a liberty select cycler/fmc cassette malfunction or product deficiency was associated with this event. The patient has a past medical history of bacterial peritonitis on (B)(6) 2019 which was treated with a 3-week course of antibiotics. Fungal peritonitis is a known potential complication in pd patients and is often associated with previous bacterial peritonitis and pro-longed antibiotic use. Therefore, the patient¿s previous antibiotic course was probably a confounding factor in the subsequent yeast peritonitis event.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2019 due to symptoms of abdominal pain and weakness and was subsequently diagnosed with peritonitis. Upon follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) the alleged event was confirmed. It was reported that pd culture results obtained in the hospital on (B)(6) 2019 yielded growth of yeast. Details surrounding the patient¿s hospitalization course are not known as the hospital records are unavailable. However, it was reported the patient¿s pd catheter (not a fresenius product) was removed (unknown date) and the patient was transitioned to hemodialysis. The patient is also receiving antibiotic therapy (unknown drug, dose, route, frequency). Per the nurse, the patient currently remains on hemodialysis. The patient¿s disposition is unknown as the patient was still hospitalized upon follow-up. The pd nurse stated the patient has a past medical history of bacterial peritonitis on (B)(6) 2019 which was treated with a 3-week course of antibiotics (previously submitted on MFR report #s- cycler- 2937457-2019-02725, cassette- 8030665-2019-01358). Per the nurse, the patient complained of generalized not feeling well after this event but she clarified there was no objective evidence the patient had an ongoing peritonitis infection. The nurse indicated the patient¿s previous antibiotic treatment from the prior bacterial peritonitis in (B)(6) 2019 may have been a contributing factor in the subsequent yeast peritonitis. The patient did not experience any fluid leaks or any other product issues in relation to the peritonitis event.